Event description:
It was reported the pt originally underwent total hip replacement surgery in 1998. In 2004 the surgeon found that cancellous screw was broken, and upward displacement of the acetabular shell occurred. The pt underwent revision surgery in 2004.